Event description:
It was stated that the customer was treated in the emergency room for high blood glucose. The dr reported a blood glucose reading of 600 mg/dl during the phone call. Troubleshooting was not performed as there were no supplies for the insulin pump.

Manufacturer narrative:
Currently, it is unk whether or not the device may have contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.